Manufacturer narrative:
UDI: (B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called technical services and reported that during treatment fill 1 of 2 patient received an air detected in cassette message on the liberty cycler. Treatment was discontinued. Patient stated that when she had removed the supplies from the cycler she noticed that there was fluid inside of the cycler cassette door. The set was not made available for evaluation. Further information has been solicited but not made available. No adverse event reported at this time.